Manufacturer narrative:
Other, other text: device evaluation- one used sample was returned for evaluation. The device showed the luer connector was broken. This device type is 100% leak tested and 100% inspected prior to packaging. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly processes, inspection and testing processes were being performed as per procedures. The investigation determined the device likely became damaged during use or preparation and not during the manufacturing process.

Event description:
Information was received indicating that upon priming of a smiths medical level 1 hotline disposable administration set, circulation water was observed to be leaking. There were no reported adverse effects.